Event description:
It was reported that while obtaining information from the pulse generator, the external programmer had crashed and required reboot. Following this, the exported data showed high current drain. It was determined that the exported data had been corrupted when the programmer had crashed. The device remained implanted; no intervention has been reported. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)